Event description:
A caregiver reported a customer did not receive a low glucose alarm alert while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced hypoglycemic symptoms described as dizziness, nausea, feeling cold, and passed out losing consciousness. The customer regained consciousness after a short amount of time and was provided hawaiian punch drink by her father for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no physical damage is observed on the returned sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination), and no failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a retained reader and a linearity test was performed. A low glucose alarm was successfully activated, therefore this complaint is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer did not receive a low glucose alarm alert while wearing the adc freestyle libre 2 sensor. On (B)(6) 2021, as a result, the customer experienced hypoglycemic symptoms described as dizziness, nausea, feeling cold, and passed out losing consciousness. The customer regained consciousness after a short amount of time and was provided hawaiian punch drink by her father for treatment. There was no report of death or permanent injury associated with this event.